Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose levels (34 mg/dl), since their healthcare provider changed their basal setting. Low blood levels were treated by eating carbohydrates, and the issue resolved. The customer has consulted with their healthcare provider, and they made necessary changes to the basal rate.